Event description:
Pt with a unicondylar knee implant fell post-operatively. Revision surgery occurred to exchange poly insert.

Manufacturer narrative:
Pt with a unicondylar knee implant fell post-operatively. Revision surgery occurred to exchange poly insert. Review of the device history record indicates that the device was manufactured to specification. Returned device evaluation: explanted poly insert was returned for evaluation. Damage was observed in the front lock area. It is unknown whether damage occurred during pt fall or during insertion or removal. A posterior biased wear pattern was observed on the insert articulating surface. The wear pattern suggests that the insert had dislocated anteriorly and shifted forward. It is likely that insert dislocated as a result of reported fall.